Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant procedure, rv lead perforation was observed. The lead was removed. Patient was in the ICU for 5 days. No further information available.